Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported about a false negative antibody screening and identification result for anti-d on 08/03 with biotestcell 3 when performing the solidscreen ii method on tango optimo sn (B)(4) on (B)(6) a new blood sample (new removal) from this patient was tested and resulted this time as positive (2+) on the same instrument. The sample was identified for anti-d. The customer returned the supposedly defective product as well as two blood samples (from the two different removals) that had caused the discrepant results. Our quality control laboratory tested the complained biotestcell 3, #8727011-00 and the retained current lot biotestcell 3, #8731021-00 with different samples, controls and with the patient samples provided by the customer. The patient samples were clearly identified with both biotestcell 3 lots to have an anti-d. All positive and negative reactions were correct for antibody screen. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the correctly function of the allegedly defective lot biotestcell 3, #8727011-00. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineer with no indication of a malfunction.